Event description:
Surgeon reported that two nylon sutures (both ethicon ref #1667g) in different cases on the same day broke with the knots intact. The breaks resulted in one of the patient's wounds opening up. Ref report: mw5161108.